Manufacturer narrative:
It is unknown what type of infection the patient was referring to in the survey response or if the hospitalization was related to the infection. Additionally, it is unknown if the patient utilized fresenius products while on pd therapy. Furthermore, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During an anonymous customer experience survey, it was reported that this patient discontinued peritoneal dialysis (pd) due to a serious infection. The patient indicated being hospitalized and it was too difficult to restart pd treatment due to unspecified alarms. Attempts to obtain additional information were unsuccessful. It is unknown what type of infection the patient was referring to in the survey response.

Event description:
During an anonymous customer experience survey, it was reported that this patient discontinued peritoneal dialysis (pd) due to a serious infection. The patient indicated being hospitalized and it was too difficult to restart pd treatment due to unspecified alarms. Attempts to obtain additional information were unsuccessful. It is unknown what type of infection the patient was referring to in the survey response.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Investigation determines that there was no causal relationship between the objective evidence and the alleged event; the alleged event is unconfirmed.

Manufacturer narrative:
Corrected: d.4. (Sn unknown), h.4. (Date unknown).

Event description:
During an anonymous customer experience survey, it was reported that this patient discontinued peritoneal dialysis (pd) due to a serious infection. The patient indicated being hospitalized and it was too difficult to restart pd treatment due to unspecified alarms. Attempts to obtain additional information were unsuccessful. It is unknown what type of infection the patient was referring to in the survey response.